Event description:
The company was informed that in 2008, the pt experienced a drainage at the implant site. The pt was prescribed antibiotics (bactrim) for 10 days to resolve the drainage. At about two months later, the pt had an open boil and was prescribed antibiotics (septra and bacitracin) for 10 days. The pt was further prescribed bactrim for 3 months and tobramycin drops for 10 days. The patient's incision broke open and was prescribed bactrim again for 2 weeks. The patient's device was explanted. The pt continues to be monitored by the centre.